Event description:
A malfunction code was reported, specifically malf 12, which occurred without any notable prior events. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while contacting support if the issue reoccurred. The customer acknowledged and understood these instructions.